Event description:
It was reported to medtronic neurosurgery that a strata lp was unable to be adjusted percutaneously. The valve was explanted because the patient was experiencing headaches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve was able to be adjusted between all pressure level settings with one attempt. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Additionally, the valve met all of the requirements for the patency, leakage, reflux, pressure-flow, and preimplantation tests. A review of the manufacturing records was not possible as a lot number was not provided. The instructions for use that accompanies the device cautions that there should be a maximum of 1 cm tissue thickness over the valve mechanism to facilitate the reading and setting of the valve. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).